Event description:
A report was received that the patient was experiencing increased pain at the ipg site which radiates into the leg up into the back. It was noted that the cause of the pain was ipg migration to forty five degrees due to weight loss and thinning of the supportive soft tissue structures at the low back. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that the patients pain at the ipg site was due to weight loss which resulted to ipg migration.

Event description:
A report was received that the patient was experiencing increased pain at the ipg site which radiates into the leg up into the back. It was noted that the cause of the pain was ipg migration to forty five degrees due to weight loss and thinning of the supportive soft tissue structures at the low back. The patient will undergo an ipg revision procedure.